Manufacturer narrative:
This report is submitted on march 16, 2022.

Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported). Subsequently, the patient was treated with three injectable steroids (specific date not reported) and oral and topical antibiotics (specific date and duration not reported). However, the issue did not resolve, resulting in abutment removal (date not reported).